Manufacturer narrative:
Patient information - unknown. Occupation - other: distributor. The driver tip was examined with the aid of a 5x loop. The fractured surface is primarily planar and perpendicular to the driver's longitudinal axis. It is not clear if a crack had preexisted as a result of prior high force application or if the fracture was solely due to high force application due to the hard bone that was encountered. Review of device history record found a total of (B)(4) pieces of lot 33611mm were released for distribution on 9/16/2015 with no deviation or anomalies. Two-year complaint history review (9.24.2017-9.24.2019) found this to be the only report of this nature for this lot. No corrective action is being recommended since design changes to increase breakage resistance were previously implemented.

Event description:
It was reported that during a fusion procedure performed in (B)(6) on or around (B)(6) 2019, utilizing the reform pedicle screw system, the tip of the reform polyaxial driver (39-sp-0700) broke while inserting 7.5mm reform pedicle screw. The tip of the driver was easily removed and the procedure completed utilizing another driver readily available in the set, with no patient injury and a one minute delay. Information provided indicates that the patient had particularly hard bone.